Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment and was concerned about enough insulin delivery. Customer's blood glucose was 400 mg/dl. Customer reported that leak was only confined to reservoir compartment and was not sure if insulin passed the first or second o-ring. Customer was advised that reservoir would need to be replaced.